Event description:
It was reported that the patient experienced a low blood glucose while using the ilet paired to a new fsl3+ cgm; the patient noticed a low reading when the sensor finished pairing and reported eating throughout the day, with the ilet showing the magnifying glass icon, and no meter confirmation was available. Symptoms included hypoglycemia with a lowest cgm value of 61 mg/dl that rose to 76 mg/dl after oral carbohydrate intake. Outcomes included classification as a serious injury or illness and an unexpected medical intervention requiring medication. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device problem and no identified device component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.